Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failing and the pyxis was not reading it was closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer was able to close, but pyxis did not register it as closed, resulting in a drawer failure. A field service engineer verified the u-link and retractor band, and ran the hardware test application (hta), which showed an error when the drawer was shut. Both the latch sensor and position sensor tested good. All pockets were removed, and hta was closed and restarted. Upon rerunning the test, no errors were observed when the drawer was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failing and the pyxis was not reading it was closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.